Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump as well experiencing a no delivery alarm. The customer had a blood glucose level was 600 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. The customer returned their reservoirs back for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no occlusions or leaks were noted.